Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 18-sep-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06-sep-2018 with the following findings: on investigation, the returned battery cap was intact and without damage and able to secure properly to the pump. The pump powered on as evidenced by functioning audio tone and vibration during start up; however, the display screen remained blank. The display was intact and without damage. Investigation of the pump¿s interior components revealed the blank screen was the result of a failed electronically erasable programmable read only memory component. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.